Manufacturer narrative:
Related regulatory report: 3003775186-2023-00988. Csi ID: (B)(4).

Event description:
Upon removal of the jade balloon, the balloon became stuck. The physician attempted to reinflate and manipulate the balloon, but it would not move. The balloon began to shred as the physician attempted to remove the balloon. The physician snared the balloon and they were able to complete the procedure without further issue. During investigation of the received product, the balloon was found to be completely separated and could have possibly broken in-vivo. Csi ID: (B)(4).